Event description:
After unloading the pt, the couch suddenly went down. After the incident, the couch would not raise again. There was no pt involvement. Nobody was hurt or injured.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event and therefore cannot complete sections h1-h9 at this time. We will file a follow-up MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2011.